Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had an issue last year where she went to the bathroom and was bleeding pretty bad. Patient stated they could not figure out why she was bleeding. They thought it was an infection. They gave her medication and that took care of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.